Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the ez45 fired in the usual way. The first handle closed on tissue and then the second handle fired and the device jammed. The device did not cut or staple and the device was removed by releasing back release button. There was no consequence to the pt.